Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that the insulin pump overdelivered insulin at one time. The current blood glucose reading is 250 mg/dl. The drive support cap is flush. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.